Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the inner cannula did not properly attach to cannula, causing it to become loose. When the endo cannula is inserted, it fails to click into place and remains loose. The blue connector linking the oxygen supply to the endotracheal tube kept detaching whenever an attempt was made to ventilate. The status of the product at time of event was during use in patient. There was patient involvement and no harm was reported as result of this event.